Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is being opened to address an intraoperative femur fracture. Update 8/14/2018: rep. Confirmed that the femoral fracture was caused by the unknown instrument.